Manufacturer narrative:
No button error alarm anomaly noted. The insulin pump had intermittent button/keypad response due to moisture damage on keypad trace. The keypad overlay had weak adhesive bond at location.

Event description:
It was reported via phone call that the buttons were hard to press and was intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.